Event description:
It was reported that the patient may have received an inappropriate shock for fast conducted atrial fibrillation (af) that the cardiac resynchronization therapy defibrillator (crt-d) detected as fast ventricular tachycardia (fvt). Additionally, the right ventricular (rv) lead exhibited undersensing. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtmc2qq implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.